Manufacturer narrative:
G4 - date received by mfg. Was missed in previous follow up report. The field was updated with the date 10/18/2023.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The remote service engineer suggested that the power switch overlay be replaced; however, it could not be confirmed if the customer replaced the specified part, or if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not boot on. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer confirmed that there was power to the device, and the leds were showing power when plugged in. The customer pressed the power button, but the device would not power on. The remote service engineer (rse) suggested replacing power switch overlay. Investigation is ongoing.